Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went into syncope and was admitted to the hospital with facial abrasions from falling face first onto the floor. The right ventricular (rv) lead was found to have dislodged. The lead was revised and repositioned. After the lead was repositioned, the threshold was found to be high. The lead was revised and repositioned once again. The lead remains in use. It was further reported that the implantable pulse generator (ipg) has sensing issue. The device remains in use. No further patient complications have been reported as a result of this event.